Manufacturer narrative:
Block b3: exact date unknown, event occurred a few years prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial/batch: (B)(6).

Event description:
It was reported that the patient experienced inadequate pain relief. The patient underwent an explant procedure wherein all device components were removed and discarded by the medical facility.